Event description:
Additional information received indicates this patient had his spectra removed and replaced with an inflatable penile prosthesis due to patient dissatisfaction: "patient feeling unnatural and not good rigidity".

Manufacturer narrative:
Both spectra cylinders returned for evaluation on (B)(6) 2014. Both cylinders performed within specifications.

Event description:
It was reported the patient had his spectra removed and replaced with an inflatable penile prosthesis for unknown reasons. No patient complications were reported in relation to this event.